Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a right heart catheterization interventional procedure using a 6f sheath. Reportedly, during insertion of the proglide, the physician heard a snap. An attempt was made to remove the device to exchange for a new proglide, but the device could not be removed. The lever was lifted and closed in an attempt to remove the device, but was unsuccessful. The physician then forcefully pulled out the device and tore the vessel. Manual compression was applied for 45 minutes, then a femostop was placed. The patient was ultimately sent to the operating room (or) where a cut-down with vessel repair was done to stop the bleeding. There was a delay to the procedure. No additional information was provided.

Manufacturer narrative:
Device code 2017 - against resistance, excessive force. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.